Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the on board charger does not inhibit the chair from driving when plugged in.